Manufacturer narrative:
Zimmer biomet (B)(4). Two certain® titanium hexed screw (2 x iuniht) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed, based on the available information. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now . The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified. And the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Additional device information unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported screw fracture.